Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 383 mg/dl at the time of incident and current blood glucose value was 432 mg/dl. Customer¿s other blood glucose values were 460 mg/dl, 181 mg/dl, 346 mg/dl, 374 mg/dl and 271 mg/dl. Customer was treated with manual shots. Customer been using the insulin pump system within 48 hours of reported high blood glucose. Customer stated auto mode was not active and declined to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.